Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Therefore, resmed is unable to confirm the reported complaint. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).